Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer's blood glucose reading was unknown when paramedics arrived. Customer stated that his kidney was retaining the insulin and it releases it all at once. Customer stated that the paramedics were not able to wake him up because his blood glucose was so low that they took him to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.